Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer identifies device 8100 (s/n (B)(4)), to perform the pressure calibration in system maintenance. Case resolution: customer identifies device 8100 (s/n 14198025), to perform the pressure calibration in system maintenance. Assisted customer to identify/isolate source of problematic fault. Reference to customer the software user manual for the system maintenance software application. Explained to customer the necessary test setup needed to perform this process (customer given part number 8100-pcs). Identified test set being used, is for the patient-side verification/calibration (8100-pcs). Customer to call back for assistance, if any further issues and/or concerns need addressing. End call. (B)(4).